Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. The customer stated that there was no patient involvement. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8015 error 133.6080. Account name: (B)(6). Account #: 1380800. Asset name: 8015ls pcu dom v9.33.1.2 a/b/g. Asset location: contact: (B)(4). Contact email: contact phone: (B)(6). Contact mobile: patient or user involvement: no. Patient or user harm: no. Case description: customer powers up device, and receives error message 133.6080. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: customer receives error message (B)(4) at power on. I inquired to customer, if there were any low battery reports associated with device. They 'mentioned none received. I then mentioned to cycle the power on the unit, and the error message went away. Explained probable cause ot the error message being produced, and the battery charge-time we recommend (16-hours for full charge of battery capacity). (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. The customer stated that there was no patient involvement. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Customer receives error message 133.6080 at power on. I inquired to customer, if there were any low battery reports associated with device. They 'mentioned none received. I then mentioned to cycle the power on the unit, and the error message went away. Explained probable cause ot the error message being produced, and the battery charge-time we recommend (16-hours for full charge of battery capacity). (B)(4).